Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference 2017865-2020-19242. It was reported that the patient presented in clinic for a follow-up. It was noted that the right ventricular (rv) channel exhibited high capture threshold, it was unsure whether the cause of the increased threshold was the lead or the pacemaker. The rv lead and the pacemaker were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Visual inspection on septum, setscrew and contact spring did not find any anomaly that could contribute to the pacing issue experienced in the field. Analysis performed, including thermal and mechanical testing of the device did not find any anomaly. Battery voltage was within normal range of operation. Further analyses were performed to test output monitoring that indicated normal device performance. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity. Additional information: d10